Event description:
Related manufacturer reference number: 1627487-2022-05205. It was reported that during revision procedure (related manufacturer reference number: 1627487-2022-05075) on (B)(6) 2022, the physician was unable to remove the s1 lead as it was scarred into place. Physician believed that the patient may have twisted the ipg many times causing the lead to twist/coil and scar into place. The ipg was explanted and replaced (related manufacturer reference number: 1627487-2022-05077). The lead was cut and the remainder was left in situ. Surgical intervention may be undertaken at a later date to address remaining lead left in place.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.